Event description:
A malfunction was found in the investigation for the original report of communication error during operation at the infusion site. The investigation observed a flattened cannula. It was also reported that the patient's blood glucose level rose to 15.0 mmol/l (270 mg/dl) while wearing the pod between 1 and 4 hours.

Manufacturer narrative:
The device was received fully deployed. No timeouts and drive stalls were observed in the download data. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The patient history buffer (phb) data found -1 estimated glucose values (egvs), indicating signal loss between the pod and the continuous glucose monitor (cgm) which confirmed the user-reported pod and cgm communication issues. No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication error. The exact cause of the observed pod and cgm communication error event could not be determined. The exposed portion of the soft cannula was found to be flattened. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. No other damages or defects were found within the device. The timing and the cause of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.